Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display mounting arm was tightened, and the unit was returned to service.

Event description:
The hospital reported the display mounting arm was loose and could potentially fall. There was no report of patient involvement.